Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure with placement of an optimesh device on (B)(6) 2024. During the procedure, the ventral annulus was acknowledged to be disrupted prior to mesh placement. Approximately three (3) weeks post-operative, the surgeon noted a portion of the mesh implant had migrated anteriorly out of the disc space. The patient is asymptomatic and the surgeon has opted to monitor the patient at routine follow-up clinic appointments.